Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Device evaluation: the ziv5-18-125-7-60 device of lot number unknown, involved in this complaint, was implanted in the patient and not available for return. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. IFU/label review: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ from the information given, it is known that the physician deployed the stent during a venous sinus stenting case for which they are not intended. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was determined from the investigation. From the information available, it is known that the physician deployed this stent in the sinus for which they are not intended. Using a device outside its validated intended area of use, means we cannot predict how the device will perform. As per (B)(4), rev006, off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: according to the initial reporter as reported to customer relations via phone conversation ¿ the user was unable to un-sheath the device. This occurred while the device was inside the patient as the physician was attempting to deploy it. A new device was opened and used to complete the intended procedure successfully. This complaint will capture the off label use of the replacement device that was used to successfully complete the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician deployed this stent in the sinus for which they are not intended. The IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation 27-jul-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "unable to un-sheath the device, this occurred while the device was inside the patient as the physician was attempting to deploy it. A new g43777-ziv5-18-125-7-60 was opened and used to complete the intended procedure successfully." This file will capture the off label use of the replacement device that was used to successfully complete the procedure. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. N/a. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. N/a. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. N/a. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. N/a. Patient/event info - notes: 3.32 are images of the device or procedure available? N/a, yes, no. 3.33 at what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. 3.34 details of access sheath used (name, fr size, length)? 3.35 what was the target location for the stent? 3.36 was the product inspected for kinks or damage before use? N/a, yes, no. 3.37 was the device used percutaneously? N/a, yes, no. 3.38 was the device flushed through both flushing port before the procedure, as per IFU? N/a, yes, no. 3.39 was pre-dilation performed ahead of placement of the stent? N/a, yes, no. 3.40 was post-dilation performed after the placement of the stent? N/a, yes, no. 3.41 details of the wire guide used (name, diameter, hyrdophyllic)? 3.42 did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered. 3.43 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. 3.44 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. 3.45 how did the physician deal with this resistance? 3.46 was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral. ¿ if contralateral, was the bifurcation angle steep? N/a, yes, no. 3.47 did the tip of the delivery system cross the target location? N/a, yes, no. 3.48 was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no. 3.49 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no. 3.50 was the handle pulled towards the hub during deployment? N/a, yes, no. 3.51 was the delivery system pushed during deployment? N/a, yes, no. 3.52 was the stent deployed smoothly / without resistance? N/a, yes, no. ¿ if no, please detail any difficulty experienced during deployment: 3.53 what artery was the stent placed in? 3.54 was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no. 3.55 did the patient have any pre-existing conditions? N/a, yes, no. If yes, please specify: 3.56 did the patient require any additional procedures as a result of this event? N/a, yes, no. 3.57 what intervention (if any) was required? 3.58 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 3.59 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes.